Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the 6th clip didn't come out. There was blood loss of approx 300ml. The surgeon converted the procedure. The pt stayed longer at the hospital.